Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient's pacemaker failed to provide low voltage output. No interventions were performed. The patient was in stable condition.